Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. Therefore, (B)(4). The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the bearing was not functioning and was defective. It was determined that the handpiece device created noise. It was further determined that the device failed pretest for check of free moving. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that battery handpiece/modular device was making noise while being used together with the lid device, quick coupling device and the chuck device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 10/2/2014. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.